Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. Inspection of the lead body and electrode tip found no anomalies other than cuts in the outer insulation approximately 135,260mm from the terminal pin and stretched and deformed conductor coils approximately 135,210 and 260mm from the terminal pin, both of these findings were likely due to handling at explant . Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Another ra lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Another ra lead was implanted. No additional adverse patient effects were reported.